Event description:
Patient called to report she has 7 abbott freestyle libre sensors that are on the recall list, 2 of which malfunctioned on her arm. Pt code: 4582. Device code: 1420. Ref reports: mw5181826, mw5181827, mw5181828, mw5181830, mw5181831, mw5181832.